Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify: yes. Result : bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse )"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), migraine ("migraine"), fatigue ("fatigue"), visual impairment ("vision problems"), alopecia ("hair loss"), tooth disorder ("dental problems") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dyspareunia, dysmenorrhoea, allergy to metals, urinary tract disorder, vaginal discharge, urinary tract infection, bladder disorder, migraine, fatigue, visual impairment, weight increased, alopecia, tooth disorder, hormone level abnormal and psychological trauma outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for date of insertion: previously reported 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received. Reporter added. Previously reported event injury updated to events : apareunia, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping),chronic pain, general abnormal bleeding, nickel allergy, urinary problems, vaginal discharge, urinary tract infection, bladder problems, migraine, fatigue, vision problems, weight gain, hair loss, dental problems, hormonal changes, psych injury. Essure insertion date was updated to (B)(6) 2012. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify : yes. Result : bilateral occlusion. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse )"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), migraine ("migraine"), fatigue ("fatigue"), visual impairment ("vision problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), eye disorder ("vision/eye problems"), headache ("headache"), cystitis ("infection (bladder/urinary tract/vaginal)"), pain in extremity ("leg pain") and back pain ("back pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and headache had resolved and the genital haemorrhage, female sexual dysfunction, dyspareunia, dysmenorrhoea, allergy to metals, urinary tract disorder, vaginal discharge, urinary tract infection, bladder disorder, migraine, fatigue, visual impairment, weight increased, alopecia, tooth disorder, hormone level abnormal, psychological trauma, vaginal infection, eye disorder, cystitis, pain in extremity and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, pain in extremity, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for date of insertion : previously reported 2011, (B)(6)2012. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.509 kgs. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received. Events per pfs: bladder infection, leg pain and back pain were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify : yes result : bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse )"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), migraine ("migraine"), fatigue ("fatigue"), visual impairment ("vision problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), eye disorder ("vision/eye problems"), headache ("headache"), cystitis ("infection (bladder/urinary tract/vaginal)"), pain in extremity ("leg pain") and back pain ("back pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and headache had resolved and the genital haemorrhage, female sexual dysfunction, dyspareunia, dysmenorrhoea, allergy to metals, urinary tract disorder, vaginal discharge, urinary tract infection, bladder disorder, migraine, fatigue, visual impairment, weight increased, alopecia, tooth disorder, hormone level abnormal, psychological trauma, vaginal infection, eye disorder, cystitis, pain in extremity and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, pain in extremity, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for date of insertion : previously reported 2011, (B)(6) 2012. Current weight 180 lbs. Discrepancy removal date: (B)(6) 2018. Patient was hospitalized. Retained signed before (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.509 kgs. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received. Events per pfs: bladder infection, leg pain and back pain were added. On 15-may-2020: pif received: rcc note added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify : yes. Result : bilateral occlusion. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse )"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), migraine ("migraine"), fatigue ("fatigue"), visual impairment ("vision problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), eye disorder ("vision/eye problems"), headache ("headache"), cystitis ("infection (bladder/urinary tract/vaginal)"), pain in extremity ("leg pain") and back pain ("back pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and headache had resolved and the genital haemorrhage, female sexual dysfunction, dyspareunia, dysmenorrhoea, allergy to metals, urinary tract disorder, vaginal discharge, urinary tract infection, bladder disorder, migraine, fatigue, visual impairment, weight increased, alopecia, tooth disorder, hormone level abnormal, psychological trauma, vaginal infection, eye disorder, cystitis, pain in extremity and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, pain in extremity, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for date of insertion : previously reported 2011, (B)(6) 2012. Current weight 180 lbs. Discrepancy removal date: (B)(6) 2018. Patient was hospitalized. Retained signed before (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.509 kgs. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received. Events per pfs: bladder infection, leg pain and back pain were added on 15-may-2020: pif received: rcc note added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify : yes result : bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse )"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), migraine ("migraine"), fatigue ("fatigue"), visual impairment ("vision problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), eye disorder ("vision/eye problems"), headache ("headache"), cystitis ("infection (bladder/urinary tract/vaginal)"), pain in extremity ("leg pain") and back pain ("back pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and headache had resolved and the genital haemorrhage, female sexual dysfunction, dyspareunia, dysmenorrhoea, allergy to metals, urinary tract disorder, vaginal discharge, urinary tract infection, bladder disorder, migraine, fatigue, visual impairment, weight increased, alopecia, tooth disorder, hormone level abnormal, psychological trauma, vaginal infection, eye disorder, cystitis, pain in extremity and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, pain in extremity, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for date of insertion : previously reported 2011, (B)(6) 2012. Current weight 180 lbs. Discrepancy removal date: (B)(6) 2018. Patient was hospitalized. Retained signed before 01-feb-2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.509 kgs. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received. Events per pfs: bladder infection, leg pain and back pain were added. On 15-may-2020: pif received: rcc note added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify : yes. Result : bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse )"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), migraine ("migraine"), fatigue ("fatigue"), visual impairment ("vision problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), eye disorder ("vision/eye problems"), headache ("headache"), cystitis ("infection (bladder/urinary tract/vaginal)"), pain in extremity ("leg pain") and back pain ("back pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and headache had resolved and the genital haemorrhage, female sexual dysfunction, dyspareunia, dysmenorrhoea, allergy to metals, urinary tract disorder, vaginal discharge, urinary tract infection, bladder disorder, migraine, fatigue, visual impairment, weight increased, alopecia, tooth disorder, hormone level abnormal, psychological trauma, vaginal infection, eye disorder, cystitis, pain in extremity and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, pain in extremity, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for date of insertion : previously reported 2011, 09-sep-2012. Current weight 180 lbs. Discrepancy removal date: (B)(6) 2018 and (B)(6) 2018. Patient was hospitalized. Retained signed before (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.509 kgs. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify : yes result : bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse )"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), migraine ("migraine"), fatigue ("fatigue"), visual impairment ("vision problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), eye disorder ("vision/eye problems") and headache ("headache") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and headache had resolved and the genital haemorrhage, female sexual dysfunction, dyspareunia, dysmenorrhoea, allergy to metals, urinary tract disorder, vaginal discharge, urinary tract infection, bladder disorder, migraine, fatigue, visual impairment, weight increased, alopecia, tooth disorder, hormone level abnormal, psychological trauma, vaginal infection and eye disorder outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for date of insertion : previously reported 2011, (B)(6) 2012. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.509 kgs. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Reporter information, lab data added. Event : vaginal infection, vision/eye problems, headache added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.